Event description:
The physician claims that while using an ptfe excel soft graft to repair to pseudo aneurysm at the right groin area, the graft would tear every time he tried to suture. The graft was removed and replaced with another similar graft and the procedure was completed successfully. It was reported that the pt had bled, but is now doing fine. Additional info received from the customer (heather pickering/surgical services) in 2008. The customer updated the lead doctor, and the patient's condition as fine, with no complications and no unusual extension of time or blood loss. Several eptfe grafts of the same size were available and used in replacement of the graft in question. It was also communicated that no additional info is likely to be made available going forward from dr.

Manufacturer narrative:
The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.